Event description:
On 2 occasions the suspect device read their blood glucose in the 500 mg/dl range and they bottomed out. They were taken to the hosp and treated with d50. Their doctor instructed them to take more glucophage before the incidents occurred. No other info was provided. The suspect device was replaced with new product and then authorized for return to the MFR for eval.